Event description:
Event description guidant received information that one day after the implant procedure, high threshold measurments and loss of capture were noted from this device and a competitor's lead. The lead was repositioned; however, following the procedure loss of capture was observed again. Invasive testing of the lead with the pacing system analyzer found that the lead tested normally. The device was connected to the lead again and loss of capture was noted. The field representative also stated that the device was not sensing or pacing appropriately. A device was explanted and returned for analysis. A new device was successfully implanted.